Manufacturer narrative:
A sample device was not returned for analysis, it was discarded. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation procedure, a scratch on lens was noticed when it was implanted. The lens was removed in an initial procedure and was discarded. There was no patient harm.